Manufacturer narrative:
Evaluated handpiece, it didn't get hot. During running handpiece was noisy. Found cap damaged from coming in contact with rotor. Bearings were still intact on turbine but did find dry/rust built up on rotor from not being lubricated properly.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.